Event description:
A customer reported to bsc that a patient (age and gender unknown underwent a therapeutic ercp in 2006. It was reported that during the procedure the "cut wire broke." The procedure was completed with another jagtome rx. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine if the device met specification.